Event description:
A pt reported blood glucose results of 26.0 mmol/l, 16.8 mmol/l, and 11.0 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. The meter and test strips were replaced.